Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation was limited as the sample material did not arrive at the investigation laboratory, preventing further analysis. Calibration signals and quality control results were reviewed and found to be within expected ranges. Pre-analytical conditions and centrifugation parameters were reported as standard. A definitive root cause for the reported discrepant results could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant anti-hbc results for two different samples from the same patient when tested on the cobas e 801 module using the anti-hbc g2 elecsys e2g 300 assay, compared to results obtained on a siemens system. On (B)(6) 2021, the sample tested on the cobas e 801 module yielded a result of 2.18 coi (negative). On (B)(6) 2021, a second sample from the same patient tested on the cobas e 801 module yielded a result of 2.25 coi (negative). The siemens system reportedly generated positive results for the same patient samples.